Event description:
It was reported that the device battery life was a bit on the short side. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that battery depletion was indicated (eri). Time of eri was on (B)(4)-2011, device rrt<=2.62 volt. Weekly battery voltage log data showed min bat=2.64 to 2.62 volts minimum between (B)(4)-2011. There was 1 - patient alert for low battery voltage on (B)(4)-2011 02:15:05. Analysis of the returned device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.